Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd phaseal¿ secondary set (c62) were found damaged when removed from the package. Two of the bd phaseal¿ secondary set (c62) had this issue. The following information was provided by the initial reporter: upon removing the secondary set c62 from the packaging, it was found that two of the secondary set c62 packaging defect.

Event description:
It was reported that before use of the bd phaseal¿ secondary set (c62) were found damaged when removed from the package. Two of the bd phaseal¿ secondary set (c62) had this issue. The following information was provided by the initial reporter: upon removing the secondary set c62 from the packaging, it was found that two of the secondary set c62 packaging defect.

Manufacturer narrative:
H.6. Investigation summary one photo and two samples were provided to our quality team for investigation. The final product for lot ta10662 is assembled and packaged at a supplier site. We sent the device to the supplier for evaluation and they were able to verify the reported issue. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator which led to poor sealing of the blister pack. Improvements have been made to better detect tubing that is incorrectly placed, the reported lot manufactured prior to those improvements being implemented. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.